Manufacturer narrative:
The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported the device was malfunctioning and a series of shocks were delivered. The patient alleges mental trauma due to the event. It was determined there was t wave over-sensing and the patient experienced a ventricular tachycardia storm. Additionally, it was learned there was a high rate of non-sustained episodes. Re-programming was performed, and a week later device interrogation revealed all the parameters were found to be normal and t wave over-sensing was not observed. The device and lead remain in use and no further patient complications have been reported as a result of this event.